Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that they will have a surgery tomorrow to remove the implant. Caller also stated that the doctor wants to remove the implant because the ins is the one causing the problem. Caller stated that the implant damaged their leg, feet and toes are all numb because the implant is compressed in the bone which resulted in a bone tumor. Caller added that the implant compresses everything. Caller stated they wanted to keep the device but they don't want to be paralyzed. As they lay down, they feel the implant compressing their side. Patient stated they waited for 3 months for the surgery. Agent redirected the caller to their healthcare provider to further address the issue. Patient called back and repeated the information on this case. Patient mentioned that they want to keep the ins if they can, because once in a while it helps them to walk. Patient was scared and nervous how the procedure will affect their body and movements and does not want to be paralyzed. Patient said that the neuro specialist told the implant is compressing the nerve on the bone that's why the patient feels the numbness (right leg) and pain (left leg) on their legs. Patient mentioned that they have neuropathy. Patient said that they took a mammogram CT scan and the doctor showed them the nerves that was compressed by the implant. Patient said that they do not trust the information given by the doctor and added that in other surgeries they had they have full positive attitude but for this one they are very concerned. Patient also made a comment that their previous implant works great for them for 5 years they can even walk fast but on their new implant it was not the same. Patient made a comment that "there is something wrong with the machine". Agent redirected patient to their hcp to further address the concern. Patient mentioned that they will ask questions to their doctor before they do the surgery.

Event description:
The reason for call was caller reported that the patient's implant was explanted and removed last march or april because it was pressing against/compressing pt's nerve. Caller stated that pt was in a recent car accident and now needs a full body MRI. Caller stated that the lead is still implanted. Caller stated that the MRI facility needs to know what kind of lead pt has implanted and would like registration information.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.